Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pcs), non-penumbra coils, and a non-penumbra microcatheter. During the procedure, the physician successfully implanted three non-penumbra coils and one pod pc. While attempting to introduce the pod pc into the target vessel, the physician advanced and retracted the pod pc within the microcatheter several times. During an attempt to advance the pod pc, the physician encountered resistance and realized the coil was not tracking. Therefore, the pod pc and microcatheter were removed together. Upon removal, the physician realized that the pod pc coil had detached inside the microcatheter. The procedure was completed using another pod pc, two non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present along the pusher assembly. The embolization coil had offset coil winds throughout its length and was detached from the pusher assembly. The proximal constraint sphere was intact in the pusher assembly distal detachment tip (ddt). The stretch resistant component (pe fibers) were fractured on the proximal end of the embolization coil. Conclusions: evaluation of the returned pod pc confirmed a detached embolization coil and revealed that the pe fibers that connect the proximal constraint sphere to the embolization coil were fractured, and the proximal constraint sphere was within the pusher assembly ddt. If the device is forcefully manipulated against resistance, damage such as this may occur. Further evaluation revealed offset coil winds along the embolization coil. This damage was likely a result of manipulation against resistance. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder